Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 4.0x220x150 (4f) sterling¿ balloon catheter was advanced to dilate the lesion; however, upon inflation, the balloon ruptured before reaching the nominal pressure. The device was completely removed and the procedure was completed with another of the same device. No patient injuries or complications were reported and the patient's status was fine.